Manufacturer narrative:
Evaluation in process, but not yet completed. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent procedure utilizing an acetabular impactor. During the procedure, the shaft of the impactor fractured. The surgery was completed successfully with no adverse outcome to the patient.

Event description:
It was reported that patient underwent procedure utilizing an acetabular impactor. During the procedure, the shaft of the impactor fractured. The surgery was completed successfully with no adverse outcome to the patient.

Manufacturer narrative:
Evaluation of the returned device found the part had split, though still joint at the edge. The fracture line runs between the laser marking of the numbers "3" and "1" of the part number. The fracture location corresponds to a weld line, which was polished smooth per print. Though it is not normal for the stainless steel to show notch sensitivity, it is possible that the combined effect of welding, polishing and laser marking may have introduced a flaw, which may have contributed to the fracture.